Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced infection, abscess, non-healing sinus wound, (B)(6) infection, adhesions, and mesh migration. Post-operative patient treatment included revision surgery, incision and drainage, wound vac, lysis of adhesions, debridement of abdominal wound, and explant of mesh.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: unavailable- no op-report. Name of procedure: unavailable- no op-report. Other relevant history: alleged injury of claimant: claimant has had a multiple surgical revisions, migration, infection, incision and drainage, explant of mesh (note: same injuries alleged for both implants). Other relevant history: (B)(6) 2012 - covidien, parietex composite mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced infection, abscess, non-healing sinus wound, mssa infection, adhesions, fluid collection, wound dehiscence, drainage wound, foul purulent liquified material, feculent material, necrosis, scarring, seroma, recurrence, pain and mesh migration. Post-operative patient treatment included revision surgery, incision and drainage, wound vac, lysis of adhesions, debridement of abdominal wound, and explant of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced inflammation, scar tissue, no stomach muscle, problems with my back, sinus tract, infection, abscess, non-healing sinus wound, mssa infection, adhesions, fluid collection, wound dehiscence, drainage wound, foul purulent liquified material, feculent material, necrosis, scarring, seroma, recurrence, pain and mesh migration. Post-operative patient treatment included medications, use of drain, revision surgery, incision and drainage, wound vac, lysis of adhesions, debridement of abdominal wound, and explant of mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, h6 (added patient and imf codes) ime 2402: sinus tract, feculent material, induration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced inflammation, scar tissue, no stomach muscle, problems with my back, sinus tract, infection, abscess, non-healing sinus wound, mssa infection, adhesions, fluid collection, wound dehiscence, drainage wound, foul purulent liquified material, feculent material, necrosis, scarring, seroma, recurrence, pain, bacterial infection, ulcer, granulation tissue, fibrosis, itching, chills, malaise, nausea, bloody white drainage, ulceration, erythema, tenderness, induration, edema, cellulitis, bulge, staphylococcus aureus, and mesh migration. Post-operative patient treatment included medications, use of drains, revision surgery, incision and drainage, wound vac, lysis of adhesions, debridement of abdominal wound, CT scan, admission to hospital, ultrasound guided aspiration, and explant of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced infection, abscess, non-healing sinus wound, (B)(6)infection, adhesions, fluid collection, wound dehiscence, drainage wound, foul purulent liquified material, feculent material, necrosis, scarring, seroma and mesh migration. Post-operative patient treatment included revision surgery, incision and drainage, wound vac, lysis of adhesions, debridement of abdominal wound, and explant of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced infection and mesh migration. Post-operative patient treatment included revision surgery, incision and drainage, and explant of mesh.